Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-00802. It was reported that the patient expired and was found down in his home on (B)(6) 2019. Log file analysis observed the patient was sleeping on the batteries and the batteries were fully depleted . The system controller backup battery did power on but was also depleted and the clock reset to the default date and time. No external power and pump stop alarms observed. The batteries depleted on (B)(6) 2019 at approximately 8:10:56 and the driveline was then disconnected. Additional information received on 07feb2020 reported that the patient was found over 24 hours after controller had completely stopped. The cause of death was unknown and an autopsy was not performed per the request of the patient's family. The site reported the device seemed to have operate as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: full battery depletion that resulted in a pump stop was confirmed through the analysis of the submitted log files. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2019 at 9:26:36 pm through (B)(6) 2019 at 10:49:33 am, before the clock was reset. Starting on (B)(6) 2019 at 5:41:56 am, low power advisories alarms were active when the 14v li-ion batteries were partially depleted. The low power advisory alarms were active until 8:10:55 am, when the low power advisories became low power hazard alarms. The 14v li-ion batteries continued to deplete until they were fully depleted, resulting in a no external power alarm at 8:45:18 am. The backup battery continued to power the system until the backup battery was fully depleted causing the pump to stop. Of note, the duration of the pump stop could not conclusively be determined through this evaluation. Once power was restored to the system controller in the form of charged 14v batteries, the controller clock corrupt alarm was triggered. Per design, when power is completely removed from the system controller, the clock defaults to 01jan2000 at 0:00:00. However, the pump remained off with the driveline disconnected until the end of the file. The pump appeared to function as intended. The heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate left ventricular assist system. Both the IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists death as adverse events may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 - system controller battery power gauge: the battery power gauge shows the approximate charge status of the power source that is connected to the system controller¿s white and black power cables. The number of green bars means power remaining. The more green bars mean the more power remaining. If either the yellow diamond or the red battery illuminate, immediately replace the depleted batteries with a fully-charged pair, or switch to the power module or mobile power unit. Yellow diamond: less than 15 minutes of combined battery power remain. This is an advisory alarm. Red battery: less than 5 minutes of combined battery power remain. This is a hazard alarm. Every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 - switching power sources: this section explains how to switch from battery power to the power module and mpu. Section 6 - preparing for sleep: the patient must always connect to the power module or the mobile power unit for sleeping, or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate 3 lvas patient handbook is also available. This patient handbook contains the same warnings and steps that the patient should take when preparing for sleep. The alarms and troubleshooting section of the patient handbook details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. Section 3 details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.